Event description:
Customer reported when the pump module vtbi alarms, there is still medication left in the bag. No details or documentation of specific patient events provided. No patient harm reported.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.